Manufacturer narrative:
The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past few weeks. She noted that the buttons still click and spring back as expected when pressed. The family member denied physical damage to the keypad; denied exposing the pump to moisture; and stated that the patient wears the pump in her pocket.